Event description:
"In both incidences the phlebotomist collected the sample from the pt. The phlebotomists used the one handed method to activatc the yellow safety shield over the needle. However the shield did not advance all the way, exposing a quarter of an inch of the end of the needle. The forward motion of their hand continued there by causing the needle stick on their thumb. The exposure was on the palmer side of the phlebotomist's right thumb. Both the pts and the phlebotomisits were tested for hiv,hep b and hep c. They are following the facility procedures - they bleed the sites, washed hands and scrubbed with alcohol. Both phlebotomists were wearing gloves and protective equipment. One of the phlebotomists has accepted to take prophylaxis and the other declined."